Event description:
It was reported that when the patient presented in-clinic for routine evaluation, high, out of range, high voltage lead impedance was observed. Patient was asymptomatic. Impedance gradually increased post-implant. The plan is to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.